Event description:
The facility representative reported an infuso.r. Pump with a condition of "putting new batteries in and it does not turn on." It is unknown when the event occurred; however, it was identified in the "o.r." Department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "putting new batteries in and it does not turn on" issue was not confirmed and not reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has been previously sent to baxter for service for the reported condition "putting new batteries in and it does not turn on." A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.